Manufacturer narrative:
Qn#(B)(4). A visual, dimensional, nor functional inspection of the product involved in the complaint could not be conducted since the product was not returned. No issues or discrepancies were found in the device history record of product code 833-123 / batch 74b1902304 that can be related to the failure mode reported. A corrective action cannot be implemented at the time since the sample involved in the customer complaint was not sent for analysis. The customer complaint cannot be confirmed based only on the information provided, to perform an investigation and determine the source of defect reported it is necessary to evaluate the sample involved on this complaint. An attempt to duplicate the failure mode was made but at the time there is no inventory of the involved product code available at the facility is not being manufactured at the time. If the sample becomes available this investigation will be updated with the evaluation results. Teleflex will continue to monitor and trend related events.

Event description:
When the suture was fired using capio slim, only the tip of the needle fell into the patient's body; thus, another one was used, the needle was recovered, and the operation was completed. No clinical signs, symptoms or conditions.